Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on july 03, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) following an infection at implant site. The patient was re-implanted with a new device.